Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred when reloading a cartridge. Although requested by tandem technical support, the customer declined to provide information regarding the reported event and ended the call.